Manufacturer narrative:
(B)(4).

Event description:
Lead management case to extract one non-functional mdt 6945 cardiac lead. The physician prepped the lead with an lld ez and began lasing using a 14f glidelight laser sheath. Progress stalled in the subclavian at the proximal svc coil so the physician added a medium visisheath. Progress was made over the coil but again stalled at the mid coil in the svc. The 14f glidelight and visisheath were removed. A 16f glidelight was then introduced and progressed over the proximal coil in the svc. As the physician was lasing down the svc wall a drastic drop in bp was noted. Intervention began and the CT surgeon worked to repair an injury to the lateral svc wall. The patient did not survive the intervention.